Event description:
The customer reported that following a diagnostic catheterization procedure in 2000 a vasoseal vhd kit size 5 was deployed. Post deployment the pt's pulses diminished and the pt complained of tingling in the right foot. The pt was sent to surgery for a thrombolectomy at the right femoral artery. A clot was removed and pulses returned. No further complications were reported.